Event description:
It was reported that this implantable pacemaker alerted for an atrial arrhythmia burden greater than 24 hours. The presenting electrogram (egm) shows an ongoing atrial arrhythmia with occasional undersensing of atrial signals observed. The atrial intrinsic amplitude ranges from 0.7mv (millivolts) to 3.8mv on trend with the sensitivity programmed to automatic gain control (agc) at 0.25mv. The battery longevity is normal, and the lead measurements are stable. Further review was recommended. The device remains in service. No adverse patient effects were reported.